Event description:
It was reported that post-sensed t-wave oversensing was observed. The device was reprogrammed. Patient monitoring will continue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.